Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. No additional event or patient information is available. The receiver was returned for evaluation. The device passed external visual inspection and global receiver functional testing. A review of the receiver data log resulted in failures related to the customer complaint. The complaint could not be confirmed. A root cause could not be determined.